Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4), ICD implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The patient received inappropriate therapy. The lead programming was changed and the rv lead remains in use. No further patient complications have been reported as a result of this event.